Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced a high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer was treated with pen. The customer stated the insulin did not exit and pump had alarmed no delivery. Troubleshoot was performed. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that the insulin exits during the manual prime. The customer was advised to reset the fixed prime to the appropriate cannula prime for their infusion. The insulin pump will not be returned for analysis.